Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein. A 6.0 x 40 40cm mustang¿ balloon catheter was advanced for pre-dilation. However, during inflation at 14 atmospheres, the balloon ruptured. The device was completely removed by simply pulling out and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s post procedure condition was good.